Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in the d10 section and to update the h3 section. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received 12september2019: terumo medical received a user facility medwatch report # (B)(4). The event description states: "surgeon attempted to use angio-seal vascular closure device in right femoral artery when the product/device disintegrated and broke off. The patient lost blood and a femoral cut down was necessary. A small piece of the catheter became lodged in the popliteal artery. This was retrieved by the surgeon using an embolectomy catheter, repair of the artery was also necessary. Manufacturer response for vascular closure device, angioseal 8fr (per site reporter): terumo is investigating and examining product to determine if it has been damaged by uv light exposure. The original intended procedure was a femoral vascular access to cannulate hepatic artery and branches. The problem that the user was having was the device failed. "

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update and to provide the completed investigation results. Results - 3252 is based upon the user facility information & the evaluation of the returned sample; 114 is based upon the fourier-transform infrared spectroscopy (ftir) one 8f angio-seal vip was returned for product evaluation. The sheath hub, arteriotomy locator and the broken pieces of the hemostasis sheath were returned for analysis. No other accessory components were returned. Visual inspection revealed that the broken pieces of the hemostasis sheath were examined under the microscope and it was noted that there was a yellow discoloration observed on the sheath. No other visual anomalies were noted. The broken pieces of the sheath was analyzed to check if it is brittle, the sheath shattered/cracked upon application of minor force. The sample was subjected to fourier-transform infrared spectroscopy (ftir) and its infrared spectrum of absorption was compared to the those of a positive and negative control. It was found that the sample showed degradation indicative of photo-oxidation which occurs upon exposure to radiation like sunlight. The IFU and the labelling on the device warns the user against exposure to sunlight including uv light. Based on the provided information and investigation results, there is no evidence that this event was related to a device defect or malfunction. The sheath was found very brittle upon application of the minor force. However, the exact cause of the reported event cannot be determined based on the available information. The quality system is investigating similar events.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the sheath of the angio-seal device came out of the package "dry rotted", very brittle and cracking like an egg shell. This wasn't discovered until it was inserted into the patient and started to break apart. Pieces of the sheath were needed to be retrieved after flowing down the leg. A cut down method was used in order to gain access to the lower leg. The estimated blood loss was less than 250cc's. The patient condition was reported to be ok. The procedure outcome was successful after the surgical intervention was performed. Additional information was received june 19, 2019: the type of procedure that was being performed was an angiography and a 5fr procedure sheath was used. A pre-deployment angiogram was performed. The puncture site was either at or below the level of the common femoral artery bifurcation. An angiogram was performed to diagnose the occlusion/ thrombosis. Distal pulse was present. The marker on the package was still preserved. The angio-seal device was stored in a pyxis system/machine.